Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 361-523 mg/dl and ketones ranging between 4.5-6.5 mmol/l. Cause was not known. Manual injections were administered to address bg and a supply change was performed. The customer's bg and ketones remained elevated resulting in a hospitalization. Customer was treated with intravenous fluids and insulin. Troubleshooting was performed and insulin was not observed to be dripping out of the infusion set tubing. The pump supplies were changed to address the issue. Customer was released from the hospital the following day with issue resolved, bg within normal range. Insulin deliveries were successfully resumed.